Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their contact detach infusion site had fallen off while showering. The agent assisted with replacing the site and resuming insulin delivery. The user confirmed the site had been in place for 2¿3 days, and the agent reinforced changing supplies every two days and recommended using products such as skin tac or skin grip for better adhesion. The highest blood glucose (bg) recorded was 223 mg/dl. Bg was corrected after the site change and reconnection. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.